Event description:
A surgical tech reported that following intraocular lens (iol) implant surgery, the surgeon noted the lens was cloudy and the pt¿s vision is affected. Add¿l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add¿l info was requested on 05/04/2012 and 05/30/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).